Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/reporter (patient's wife) contacted lifescan (lfs) alleging that a onetouch ultra meter was reading inaccurately high. The medical affairs specialist (mas) was able to contact the pt to obtain additional info. The pt tests his blood glucose five times a day and manages his diabetes with pills, diet, exercise and insulin taken on a sliding scale. According to the patient, he received a high reading of "304 mg/dl" on the subject meter about two weeks ago and reportedly took 2 units of regular insulin based on the meter results. Approx one hour after taking the insulin, the pt reportedly experienced symptoms of weak legs and shakiness. As a result, the pt reportedly drank some orange juice and felt better after 15 minutes. The pt did not attempt to retest his blood glucose with the subject meter after he reportedly stopped shaking. The unit of measurement was set correctly to mg/dl at the time of testing. The results in the meter's memory match. The testing technique and cleaning of the puncture area was correct at the time of testing. A control solution test was not performed due to it being past the discard date. The pt's products have been replaced. This complaint is being reported due to the following conclusions: the pt claimed that he developed symptoms suggestive of hypoglycemia after administering insulin based on the reported meter readings.